Event description:
Dialyzer 1st use. Three minutes into treatment, pt complained of itching arm and neck, flushed face, tingling sensation, and tighteness in chest. Blood flow was immediately turned up to 400mg/min at initiation of treatment. Pt taken off dialyzer and placed on ca210. Pt ok. Dialyzer discarded.